Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the surgeon had a pneumo leak when the outer gasket tore on the trocar. There was no consequence to the pt.